Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at 25 mcg/day via an implanted pump. It was reported the catheter was broken. It was asked but unknown when the event/difficulty occurred. It was further reported during a pump replacement case, they were not able to get any return flow when aspirating from the catheter access port (cap) in the operating room (or). The doctor chose not to replace the catheter at the moment but ordered a CT which showed the break. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics were done in the or during the replacement case. The hcp aspirated from the catheter access port (cap) unsuccessfully and a CT ordered post-operative. The CT scan showed a break in the catheter. The doctor replaced the catheter with a whole new 8780. It was connected to the pump and there was successful aspiration from the cap. It was noted the patient came back to the or the same day to have her catheter replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.